Manufacturer narrative:
Another similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -9.5 diopter, in the patients right eye (od) on (B)(6) 2019. The reporter indicated the patient was experiencing glare at night. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.